Event description:
It was reported that this lead was explanted and replaced on (B)(6) 2024 due to ¿broken probe or insulation." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).